Event description:
A customer contacted beckman coulter inc. (Bec) reporting ambient temperature errors and a leak coming from inside the coulter lh 500 instrument while troubleshooting with the bec customer technical support (cts) personnel. The liquid, which appeared to be clenz (cleaner), was sprayed on the peltier module. The instrument was powered off by the customer. The customer was wearing gloves, glasses and lab coat. There was no exposure to mucous membranes or open wounds. No one sought medical attention. Patient results were not affected, as the instrument would not run during this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the replaced damaged tubing in the pv37. The pv37 provides an open vacuum path to the pm10 (cleaning agent pump). The valve (pv37) also provides an open to the cleaning agent path to the pm10 and to the pressurized diluent path from sheath tank to mf11 (main diluter module). The issue was resolved. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).